Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury cannot be determined. The reported mr appears to be a cascading effect of the reported tissue injury. Additionally, the reported patient effects of tissue injury and mitral regurgitation are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report recurrent mitral regurgitation, chordal damage, hospitalization, and intervention. It was reported that a mitraclip was implanted successfully on (B)(6) 2022, reducing mr from grade 4 to grade 1. On (B)(6) 2023 the patient returned with recurrent mr grade 3-4 and a new chordal rupture. The mitraclip remains stable on the leaflets. On (B)(6) 2023 an additional mitraclip procedure was performed to treat the recurrent mr. A xtw clip placed successfully, reducing mr from grade 4 to grade 1. No additional information was provided.